Event description:
The account alleged that the bed will not send a nurse call when the bed exit is alarming, the bed exit will alarm local. No injury reported.

Manufacturer narrative:
The account replaced the power control board and the cable assembly between the power control board and the scale pt position module board to resolve the issue.